Manufacturer narrative:
Follow-up information received on 22-apr-2016: quality-safety evaluation of product technical complaint: the bayer reference number for the ptc report is (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Company causality comment: this case report was received from a lawyer on behalf of a female consumer/plaintiff who had pelvic pain after essure insertion. She had an ovarian cyst and pelvic scar tissue removed; however her pain persisted and she also developed abnormal uterine bleeding. Months later, the physician removed essure coil and did an endometrial ablation and dilation and curettage. During this procedure, it was found essure coil had perforated one of the fallopian tubes. Additionally, she was diagnosed with autoimmune disorder hashimoto thyroiditis. These events are listed in essure's reference safety information, except for the reported ovarian cyst, pelvic scar tissue and hashimoto's thyroiditis. Uterine/fallopian tube perforation may occur with any trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage); including insertion of a fallopian tubal occlusion insert (essure) and can result in pelvic pain and genital bleeding. In this case, the consumer had pain and bleeding and the device was found perforating the fallopian tube (five and a half years after essure insertion). Although the exact mechanism of the reported perforation is not known, given events' nature causality with the suspect device cannot be excluded. The reported autoimmune disorder hashimoto thyroiditis and ovarian cysts were considered as unrelated to essure, based on events' nature and device safety profile. This case was regarded as incident, since device removal was required. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received from an attorney in the united states, on behalf of a plaintiff in united states on (B)(6)-2016. It refers to the female plaintiff/consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6)-2009 for permanent sterilization. Plaintiff returned to the physician with complaints of pelvic pain. She was prescribed pain medication to manage the pain. In the summer of 2014, she began to experience endocrine issues. She was subsequently diagnosed with the autoimmune disorder hashimoto thyroiditis. In (B)(6) 2014, physician performed a laparoscopy diagnostic, dilation & curettage, and hysteroscopy in an effort to address plaintiffs severe pelvic pain. He removed pelvic scar tissue and an ovarian cyst. Unfortunately, this procedure did not alleviate her pain. She went to see another physician in (B)(6) 2015 because her pelvic pain persisted; she was diagnosed with chronic pelvic pain and abnormal uterine bleeding. Surgery was scheduled. On (B)(6)-2015, physician removed the essure coils, performed dilation & curettage, and an endometrial ablation with novasure. It was during this procedure that physician found that essure coil had perforated one of plaintiff's fallopian tubes. The plaintiff continued to see the physician for chronic pelvic pain. While the pain has diminished somewhat, she still continues to suffer. Company causality comment: this case report was received from a lawyer on behalf of a female consumer/plaintiff who had pelvic pain after essure insertion. She had an ovarian cyst and pelvic scar tissue removed; however her pain persisted and she also developed abnormal uterine bleeding. Months later, the physician removed essure coil and did an endometrial ablation and dilation and curettage. During this procedure, it was found essure coil had perforated one of the fallopian tubes. Additionally, she was diagnosed with autoimmune disorder hashimoto thyroiditis. These events are listed in essure's reference safety information, except for the reported ovarian cyst, pelvic scar tissue and hashimoto's thyroiditis. Uterine/fallopian tube perforation may occur with any trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage); including insertion of a fallopian tubal occlusion insert (essure) and can result in pelvic pain and genital bleeding. In this case, the consumer had pain and bleeding and the device was found perforating the fallopian tube (five and a half years after essure insertion). Although the exact mechanism of the reported perforation is not known, given events' nature causality with the suspect device cannot be excluded. The reported autoimmune disorder hashimoto thyroiditis and ovarian cysts were considered as unrelated to essure, based on events' nature and device safety profile. This case was regarded as incident, since device removal was required. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure coil had perforated one of her fallopian tubes"), device dislocation ("migration of essure device"), pelvic pain ("severe pelvic pain / chronic pelvic pain / pain"), uterine haemorrhage ("abnormal uterine bleeding"), autoimmune thyroiditis ("hashimoto's thyroiditis"), ovarian cyst ("ovarian cyst") and pelvic adhesions ("pelvic scar tissue") in an adult female patient who had essure (batch no. 664656, 664656) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not had essure confirmation test". The patient's concurrent conditions included endometrial ablation since (B)(6) 2015 and uterine dilation and curettage since (B)(6) 2015. Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2009, the patient had essure inserted. In 2014, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation, device dislocation pelvic pain, uterine haemorrhage (seriousness criteria medically significant and intervention required), ovarian cyst and pelvic adhesions (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device dislocation, uterine haemorrhage, autoimmune thyroiditis, ovarian cyst, pelvic adhesions, vaginal haemorrhage, menorrhagia and dysmenorrhoea outcome was unknown and the pelvic pain was resolving. The reporter considered autoimmune thyroiditis, device dislocation, dysmenorrhoea, fallopian tube perforation, menorrhagia, ovarian cyst, pelvic adhesions, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Reporter information, patient¿s demographic information updated. Event pain was clubbed with previously reported event. Events vaginal haemorrhage, menorrhagia, device dislocation, dysmenorrhoea, device monitoring procedure not performed were newly added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure coil had perforated one of her fallopian tubes"), device dislocation ("migration of essure device / migration of essure device location of device: right coil found coming out of right cornua and was firmly attached to omental adhesions"), pelvic pain ("severe pelvic pain / chronic pelvic pain / pain"), uterine haemorrhage ("abnormal uterine bleeding"), pregnancy with contraceptive device ("miscarriage after essure placed"), abortion spontaneous ("miscarriage"), autoimmune thyroiditis ("hashimoto's thyroiditis"), ovarian cyst ("ovarian cyst") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 24-year-old female patient who had essure (batch no. 664656, 664656) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not had essure confirmation test" and device ineffective "device ineffective". The patient's concurrent conditions included endometrial ablation since (B)(6) 2015, uterine dilation and curettage since (B)(6) 2015, attention deficit/hyperactivity disorder, anxiety, thyroid function test abnormal, dyspareunia, menses irregular, vaginal bleeding, endometriosis, overweight, asthma, depression, goiter, water retention, vitamin b12 deficiency, tia and anemia. Concomitant products included nuvaring for birth control as well as cyclobenzaprine hydrochloride (flexeril), levothyroxine sodium (synthroid), loratadine (claritin) since 2010, medroxyprogesterone (depo provera), promethazine (phenergan), quetiapine (seroquel), ranitidine hydrochloride (zantac), ranitidine hydrochloride (zantac), salbutamol (proventil) since 2014 and thyroid (armour thyroid). In 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, 3 days after insertion of essure, the patient experienced fatigue ("fatigue") and weight increased ("weight gain"). In (B)(6) 2009, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2010, the patient experienced irritable bowel syndrome ("irritable bowel syndrome"). In 2014, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), ovarian cyst (seriousness criterion medically significant), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), scar ("pelvic scar tissue"), migraine ("migraines"), headache ("headaches"), cardiac disorder ("heart condition"), dyspareunia ("dyspareunia (painful sexual intercourse)"), nausea ("nausea") and allergy to metals ("nickel allergy"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy with bilateral salpingectomy fulgurations), surgery (hysterectomy with bilateral salpingectomy), surgery (hysterectomy with bilateral salpingectomy), surgery (ovarian cyst remove) and surgery (nova sure endometrial ablation). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device dislocation, uterine haemorrhage, pregnancy with contraceptive device, abortion spontaneous, autoimmune thyroiditis, ovarian cyst, dysmenorrhoea, scar, headache, cardiac disorder, tooth disorder, dyspareunia, fatigue, irritable bowel syndrome, nausea, allergy to metals and weight increased outcome was unknown, the pelvic pain and migraine was resolving and the menorrhagia and vaginal haemorrhage had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, allergy to metals, autoimmune thyroiditis, cardiac disorder, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, irritable bowel syndrome, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, pregnancy with contraceptive device, scar, tooth disorder, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the essure device was then introduced into the left fallopian tube. 3 coils were identified; several photographs were taken of the findings. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion surgical pathology report, diagnosis-uterus, endometrium, curettage-- bleeding phase endometrium. Negative for atypia, hyperplasia, or malignancy. Fallopian tubes, bilateral, excision-benign fallopian tubes with benign para tubal cysts, essure device removal. Most recent follow-up information incorporated above includes: on 21-may-2018: pfs+mr received, reporter added concomitant condition and drug added events added as :- abnormal bleeding (vaginal, menorrhagia),migraines / headaches, blood or heart disorder/condition type: heart condition - I do not recall, dental problems,dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, gastrointestinal or digestive system condition type: irritable bowel syndrome, migraines / headaches , nausea, nickel allergy, pain, weight gain/ loss specify which one: weight gain, pregnancy, miscarriage. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure coil had perforated one of her fallopian tubes"), device dislocation ("migration of essure device / migration of essure device location of device: right coil found coming out of right cornua and was firmly attached to omental adhesions"), pelvic pain ("severe pelvic pain / chronic pelvic pain / pain"), uterine haemorrhage ("abnormal uterine bleeding"), pregnancy with contraceptive device ("miscarriage after essure placed"), abortion spontaneous ("miscarriage"), autoimmune thyroiditis ("hashimoto's thyroiditis"), ovarian cyst ("ovarian cyst") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 24-year-old female patient who had essure (batch no. 664656) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not had essure confirmation test" and device ineffective "device ineffective". The patient's concurrent conditions included endometrial ablation since (B)(6) 2015, uterine dilation and curettage since (B)(6) 2015, attention deficit/hyperactivity disorder, anxiety, thyroid function test abnormal, dyspareunia, menses irregular, vaginal bleeding, endometriosis, overweight, asthma, depression, goiter, water retention, vitamin b12 deficiency, tia and anemia. Concomitant products included nuvaring for birth control as well as cyclobenzaprine hydrochloride (flexeril), levothyroxine sodium (synthroid), loratadine (claritin) since 2010, medroxyprogesterone (depo provera), promethazine (phenergan), quetiapine (seroquel), ranitidine hydrochloride (zantac), ranitidine hydrochloride (zantac), salbutamol (proventil) since 2014 and thyroid (armour thyroid). In 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, 3 days after insertion of essure, the patient experienced fatigue ("fatigue") and weight increased ("weight gain"). In (B)(6) 2009, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2010, the patient experienced irritable bowel syndrome ("irritable bowel syndrome"). In 2014, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), ovarian cyst (seriousness criterion medically significant), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), scar ("pelvic scar tissue"), migraine ("migraines"), headache ("headaches"), cardiac disorder ("heart condition"), dyspareunia ("dyspareunia (painful sexual intercourse)"), nausea ("nausea") and allergy to metals ("nickel allergy"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy with bilateral salpingectomy fulgurations), surgery (hysterectomy with bilateral salpingectomy), surgery (hysterectomy with bilateral salpingectomy), surgery (ovarian cyst remove) and surgery (nova sure endometrial ablation). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device dislocation, uterine haemorrhage, pregnancy with contraceptive device, abortion spontaneous, autoimmune thyroiditis, ovarian cyst, dysmenorrhoea, scar, headache, cardiac disorder, tooth disorder, dyspareunia, fatigue, irritable bowel syndrome, nausea, allergy to metals and weight increased outcome was unknown, the pelvic pain and migraine was resolving and the menorrhagia and vaginal haemorrhage had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, allergy to metals, autoimmune thyroiditis, cardiac disorder, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, irritable bowel syndrome, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, pregnancy with contraceptive device, scar, tooth disorder, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the essure device was then introduced into the left fallopian tube. 3 coils were identified; several photographs were taken of the findings. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion surgical pathology report, diagnosis-uterus, endometrium, curettage-- bleeding phase endometrium. Negative for atypia, hyperplasia, or malignancy. Fallopian tubes, bilateral, excision-benign fallopian tubes with benign para tubal cysts, essure device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.